Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced wearable failure. During the sensor failure alert, the patient didn't have a fingerstick to check his blood sugar. The patient was reportedly unable to provide any time on how many times he experienced the sensor failing before he felt lethargic. He reportedly didn't replace the sensor. The patient passed out around 11:00 am on (B)(6) 2024. Paramedics helped the patient by bringing him to the hospital. While in the ambulance, the patient's consciousness came back. The paramedics checked his fingerstick and it was 43 mg/dl. The paramedics gave him orange juice. They arrived in the ed at approximately 11:15 am on (B)(6)2024. The nurse checked his blood sugar using a fingerstick, and they found he was 43 mg/dl. The nurse provided IV fluids, and the blood sugar, and when they checked it again after a couple of minutes it went to 300 mg/dl. The patient was doing well at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.